Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The lead was returned due to infection and patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2025-1003353. Related manufacturer reference number: 2017865-2025-1003355. It was reported a patient presented with respiratory failure, sepsis, and an infected hematoma and passed. The system was explanted in a procedure on (B)(6) 2025. It was not stated whether the death was related to any abbott device or device related procedure.